Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there was a power on reset (por) on the physician programmer. The por was cleared successfully. The code could not be obtained. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the serial number was not available. The cause was not determined but the por was cleared. The issue was resolved and the device was functioning normally.